Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to pacing impedances less than 100. The physician put in a new lead but the new lead had the same pacing impedance numbers so the pacemaker was changed out as well. There were no adverse patient events reported. Should additional information be received, this file will be updated.